Event description:
Surgiplan was being used to identify coordinates of a brain lesion for biopsy. The neurosurgeon states that the coordinates of the lesion were potentially miscalculated by the software.

Manufacturer narrative:
The user imported the wrong images when planning a biopsy. The images were of the correct patient, but from a previous treatment of the patient and thus, with a different frame placement. As a result, the biopsy was taken at the wrong coordinates in the brain. The suriplan program was evaluated by elekta, and the program was functioning per operational specifications without malfunction during the adverse event described in this report.